Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not respond to the front panel controls and displayed a "compressor failure -1001 " error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 medical device problem code updated. The device was returned to zoll medical corporation for evaluation. The customer's report was observed. The device was put through extensive testing including stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed pm due: #3120 alarm consistently appeared at startup. This alarm is triggered when the specified interval since the last calibration has elapsed. To continue device operation, the yellow pm due alarm must be suspended, and the cancel button must be pressed to bypass the selection lock. The last preventive maintenance (pm) calibration was completed on october 26, 2023. The activation of the pm due alarm is consistent with expected behavior based on the device's annual calibration schedule. Analysis of reports of this type has not identified an increase in trend.